Manufacturer narrative:
H6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the jrny ii cr lkg fem imp bumper rt has cement and chips on it. The bumper shows excessive wear and tear which causes it to not properly function. A review of complaint history revealed additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery, one (1) jrny ii cr lkg fem imp bumper rt had cement and chips on the trial. This happened after use in patient. Surgery had been completed, without any delay, with the same device. No health consequences were reported.